Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening sharp in the patch shell bond edge assessed, as an unidentified (tear) opening. Crease folding of implant: observed, crease flat in the device. Additional observations: white particles inside observed, in the device. No further actions are required, as the device was implanted.

Event description:
Device has been explanted and replaced.